Manufacturer narrative:
The complaint of lead damage has been confirmed. Visual inspection found that the lead was frayed approximately 21 cm from distal end. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle's bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. Dfu states use only an insertion needle provided by boston scientific. Other needles may damage the lead. The number 14 on the needle hub corresponds to the orientation of the bevel, which must face up. Turning the bevel ventral (down) may result in lead damage. An angle of more than 45 degree increases the risk of lead damage.

Event description:
A report was received that during an implant procedure, the physician tried advancing the lead into the epidural space but the lead could not move forward or backwards. The physician changed the guide needle, when she removed the guide needle, she observed that it was crooked. The lead was stuck inside the epidural space. The lead was removed from the guide needle where the lead was found to have damage to the outer layer and fracture of the insulator. The physician decided to abort the procedure and perform it another day.

Event description:
A report was received that during an implant procedure, the physician tried advancing the lead into the epidural space but the lead could not move forward or backwards. The physician changed the guide needle, when she removed the guide needle, she observed that it was crooked. The lead was stuck inside the epidural space. The lead was removed from the guide needle where the lead was found to have damage to the outer layer and fracture of the insulator. The physician decided to abort the procedure and perform it another day.